Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: thank you for helping us resolve this product issue. This is causing a lot of machine issues in our facilities, we are wasting product having to change faulty bloodlines and most importantly it is affecting our patients care. Is there any resolution or plan to resolve this issue? I have included a picture of the mico-bubbles we are seeing for your review. This is not specific to one lot number at this point through all our facilities we have identified the same issues in every lot number we've used. The only commonality between all the lines is the new pearly red connector we can follow the air bubbles to that connector. We appreciate your attention to this matter and hope to have resolution from you soon.

Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). One (1) photograph depicting air inside a bloodline set was provided for evaluation. Although no samples were provided, the reported event is similar to a known issue of air in line during use. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.